Event description:
User reported that during infusion to a major trauma pt, the infusion stopped because air was detected in the line, after blood bag was changed. The air detector/clamp functioned as described and alarmed. The procedures were followed to clear the air from the line, but infusion could not be re-instated. The pt died. It was revealed that the user has not followed the procedure to open the pinch clamp.